Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-25376. It was reported the patient started experiencing pocket heating while charging after a motor vehicle accident on (B)(6) 2014. Additionally, the patient reported he only recharges with the scs system on. A reprogramming attempt after the motor vehicle accident was unsuccessful. The patient was advised to recharge with the system off to address the pocket heating issue. Follow-up revealed a sjm representative met with the patient and identified the patient's stimulation was too strong. As a result, the patient was given new programs which resolved the patient's issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
The charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Result - pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.